Event description:
It was reported that the as lvp 20d 2ss cv tubing was defective and leaked from a small hole during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tpn leaking from small hole in the pump segment".

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage leak was verified by visual inspection. Evaluation of the tubing indicated a hole in the silicone tubing at the union of the silicone tubing and the upper pumping segment fitting. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of this issue is an issue during the assembly of the infusion set that can puncture a microscopic hole in the tubing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage leak with lot #20105260 regarding item #2420-0007. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Evaluation of the tubing indicated a hole in the silicone tubing at the union of the silicone tubing and the upper pumping segment fitting. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of this issue is an issue during the assembly of the infusion set that can puncture a microscopic hole in the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing was defective and leaked from a small hole during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: tpn leaking from small hole in the pump segment.